Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without a returned device, the root cause cannot be determined. The device review history (DHR) for the subject lot was reviewed, and no abnormalities were found, and no other complaints associated with the subject lot. The log files for the console were reviewed, and no abnormalities noted. A complaint review was conducted for this lot and indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the rapid av spray catheter to their trufreeze console sprayed black residue onto the patient's tissue on the initial spray. The procedure was completed with the same catheter. No report of injury. No report of procedure delay.